Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed motor error alarm. Customer also reported that the that they successfully cleared the alarm and complete insulin pump rewind. Customer also reported that there was more than one motor error alarm in alarm history. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.